Event description:
The customer reported that while the unit was in use on a pt, the ECG and pressure traces collapsed to a vertical line in the middle of the display. The pt was switched to another unit and therapy was continued. No pt injury was reported.